Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the patient receiving more medication than intended. The device was programmed to deliver heparin 25,000 units/250ml at a rate of 8ml/hr with an unspecified vtbi (volume to be infused) and the delivery was started. At 0630, the nurse noted that approximately 100ml remained in the solution bag. At 0745, the device alarmed for air in line. At this time, the nurse noted the solution bag was empty and the device displayed a rate of 50ml/hr. The physician was notified and the delivery was stopped. The device was removed from clinical service. A partial thromboplastin time (ptt) was drawn and the result was greater than 250 seconds. No medical interventions were required. The heparin therapy discontinued, and the patient was monitored. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It ws not yet been received.